Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller and cracked lcd glass. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a long crack beginning from the top of the insulin pump, all along the length of battery tube. The customer's blood glucose level was unknown. The device will be returned for analysis.